Event description:
During the index procedure, the patient had one endeavor sprint drug eluting stent implanted in the lad. It is reported that an angiographic complication of lateral branch occlusion occurred during the index procedure.

Manufacturer narrative:
(B)(4).